Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a bluetooth is off warning message occurred. It was indicated, that the operating system for the smart device was not a supported system, which is misuse of the device. Data analysis will not confirm, the alleged complaint or determine a root cause. The probable cause could not be determined. No injury or medical intervention was reported.